Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Event occurred between (B)(6) 2013. Lot codes: head df1260f1, handle df1291a1, charger df1283g2. The head was manufactured at one of the following locations. Contract manufacturer: hayco ltd. (B)(4); contract manufacturer: shantou city kin seng plastic co., ltd. (B)(4). The handle and charger were manufactured at the following location. Contract manufacturer: shantou city kin seng plastic co., ltd. (B)(4). Device manufacture dates: head 9/17/2011, handle 10/18/2011, charger 10/10/2011.